Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving paladin (concentration 2mg/ml, dose 0.5996 mg/day) via an implantable pump. The patient heard a pump alarm on (B)(6) 2016, programming via n¿vision (physician programmer) on (B)(6) 2016 showed that motor stall occurred and pump was not working anymore. There were no factors available that may have led or contributed to the issue. Diagnostics/troubleshooting was reported as programming but this did not have any effect. Surgical intervention had not occurred but was planned for (B)(6) 2016. The device was to be returned upon explant. At the time of this report, the issue was not resolved and patient status was ¿alive ¿ no injury¿ there were no symptoms mentioned

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.